Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient developed itchiness, redness and a rash under and beyond the perimeter of the sensor patch. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2021 who prescribed an oral antibiotic (cefalexin). No additional patient or event information is available.